Event description:
It was reported that the patient experienced herniation of the right cylinder of an inflatable penile prosthesis (ipp) out of the corporal body. The device was functioning fine. A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. The patient was said to be doing well after the procedure. No information was provided about the patient's outcome. It was further reported that the suture didn't hold on the corpora leading to the migration. There was no external pressure or trauma that could have contributed to the migration. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.